Event description:
A patient reported experiencing inaccurate erratic results with a ot ultra meter. The patient's blood glucose results were 280, 140, 160, 130mg/dl. (Meter). Tests were done within 10 minutes with a difference of 41%. Patient did not experience any adverse events. No further information has been reported. Note - customer was not using the same finger used separate finger strips. One bottle of strips was not falling with range. A new bottle of test strips tested 121, 136 (111-150) it as well as tested the other bottle of strips used on the 2nd meter and it was within range 137, 146 (111-150).